Event description:
It was reported that a patient's right ventricular (rv) lead presented with over-sensed noise via remote transmission and high rv lead impedance. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences and patient was stable before, during, and after procedure.